Manufacturer narrative:
(B)(4).

Event description:
It was reported "medical agent was found leaking from about 5 mm toward the tip from the junction hub during placement". The catheter was removed and replaced. No patient harm reported.

Event description:
It was reported "medical agent was found leaking from about 5 mm toward the tip from the junction hub during placement". The catheter was removed and replaced. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l catheter for analysis. Initial visual inspection of the catheter showed no defects or anomalies. After the catheter failed functional testing (see below), the catheter body was further inspected to determine the source of the leak. A small hole was observed on the catheter body, adjacent to the clamp catheter and clamp fastener. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc) during suturing of the catheter. The total length of the catheter body measured 220 mm which is within specifications of 207-227 mm per product drawing. The catheter body outer diameter measured 2.43 mm, which is within the specification of 2.36 - 2.46 mm per product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter body leaked out of a small hole near the clamp catheter and clamp fastener. A manual tug test confirmed the extension lines were fully secured within their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "precaution: do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow.". The customer report of a catheter body leak was confirmed by complaint investigation of the returned sample. During functional leak testing performed per bs en iso 10555-1, a leak was found from the catheter body. Visual inspection revealed a small hole in the catheter body near the clamp catheter and clamp fastener, which is consistent with damage caused by unintentional contact with sharps. A device history record review was performed based on a potential lot number from sales history with no relevant findings. Based on the customer report that the damage was observed during use and the sample received , unintentional use error is the probable root cause for this complaint. Teleflex will continue to monitor and trend for complaints of this nature.